Event description:
It was reported that the brakes on the bed were not holding. It was unk if pt was involvement and adverse consequences are reported.

Manufacturer narrative:
Result: brake plate kits.